Event description:
It was reported that there was high impedance on the extension during the procedure. There were high impedances of greater than 40,000 on electrode #3, all monopolar and bipolar values were 40,000 ohms. Impedances were tested with the device in the pocket before the healthcare professional had closed and they were normal. The first layer was closed and impedances were tested again, three more times and found to be over 40,000 for contact #3 all three times. The device was removed from the pocket and disconnected from the extension and then reconnected with impedances still over 40,000. The healthcare professional had then elected to replace the extension which had added 25 minutes to the procedure. The issue was resolved and the cause was not determined. No patient symptoms were reported.

Manufacturer narrative:
Product ID: 3387s-40, lot# va0uekc, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0uwva, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional review upon completion of investigation determined that evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension found the conductor of the extension body was broken less than 5 cm from the proximal end. Conductor #3 was broken 2.9 cm from the proximal end.